Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a trans-vaginal tape procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the trocar was passed through the bladder while the device being deployed. Subsequently, the physician was able to repass the trocar and place the sling without getting into the bladder. The patient was sent home with a catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.